Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence and urethral atrophy with an artificial urinary sphincter (aus). A surgical procedure was performed in which a new aus system was implanted. It was noted that although the existing pump and balloon were removed and replaced; the existing cuff remained in place for utilization of a double cuff system. It was noted that the original cuff was not the appropriate size for the patient. There were no further patient complications.